Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the filling port. This occurred either during or after filling, but before patient use. There was no patient involvement. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). This lot was manufactured from september 24, 2012 ¿ september 25, 2012. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.